Event description:
The lay user/patient's daughter contacted lifescan in 2007 and alleged that the threads were stripped/damaged on his ultrasoft lancing device. The daughter stated that her father had not been able to test his blood glucose since approx four months earlier due to the lancing device being broken. He had continued to take his oral medication (glyburide). On the original date, in the morning, the patient had slurred speech, and therefore, emergency services were called. The emt meter result was 34 mg/dl and the patient was given IV glucose. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. The patient was using a regular cap on the lancing device. This complaint is being reported because the patient was not able to test his blood glucose due to the reported issue. On the day of the call, he developed slurred speech and was treated for hypoglycemia by the emergency services. Replacement products were sent to the lay user/patient

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received them. If either the product is returned, lifescan will evaluate it/them and, if either the product do not pass inspection, lifescan will inform FDA of the results in a supplemental report.